Event description:
It was reported an issue with monomend mt suture. The client (veterinary) reported that the clinic received a box of suture that was listed on the outer packaging as monomend mt rm-y943-1 (2-0) ds24 (rc) 36 inches but the individual foil packets of suture were listed as 3-0.the client was unsure if it was still the same needle size, they only mentioned that it was 3-0 instead of 2-0. She also did not have the expiration date available. Additional information has been requested.

Manufacturer narrative:
Reported device marketed in the u.s., only for veterinary use, however, similar device or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue. We manufactured and distributed in the market 7.956 units of this code-batch. There are no units in our stock. We have received 3 open boxes labelled as monomend mt 2/0 36"(90cm) ds24 (m)vpl rcp; 100523567 and batch 121271 that contain a total of 34 unopened race-packs of the reference 100523566 (monomend mt 3/0 36"(90cm) ds24 (m)vpl rcp) and batch 121272. After investigation, it has been determined that this mix-up probably took place in production area when conditioning the product, as both manufacturing orders were packaged the same day. We assume a human error in the packaging process and some units of the code 100523566 were packed in some boxes of the code 100523567. Remarks: an internal communication to all involved personnel has been done about this incidence. Reviewed the batch manufacturing record, there are no incidences reported regarding this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.